Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, recorded at 420 mg/dl by fingerstick, after taking a manual insulin dose and disconnecting from the pump to eat potatoes with sauce and meatballs without announcing the meal, and the user also reported extending infusion set wear beyond three days; the device involved was the ilet with subcutaneous insulin via pen during disconnection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure associated with the user interface and failure to follow instructions, including unannounced carbohydrate intake while disconnected and extended infusion set use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.